Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported that he was on antibiotics. A follow up call was made to the patient's peritoneal dialysis nurse. The nurse reported that the patient was started on vancomycin and gentamycin on (B)(6) 2014 for peritonitis. The nurse reported this as touch contamination.